Event description:
The following event originated from a patient's wife sending a letter through the boston scientific website, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported a cerebral vascular accident (cva) and death occurred. A left atrial appendage (laa) closure procedure was performed on (B)(6) 2022, and a watchman closure device was implanted. Follow ups post index procedure were attended and care continued as suggested. On (B)(6) 2023, the patient experienced a cva and was hospitalized. A transesophageal echocardiogram (tee) was performed and the physician stated, "everything was perfect". The patient died on (B)(6) 2025. There were no further details reported at the time of this report.

Manufacturer narrative:
D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown. D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted.